Manufacturer narrative:
Technician found that the head of the bed was not going up. Replaced valve to resolve this issue.

Event description:
Info rec'd indicated that the head of the bed will not go up.